Event description:
Representative called in regarding this device in 2008. The device could not be interrogated with an ics 3000 programmer, despite the described troubleshooting. The device also had no magnet response when using a pacemaker "donut" magnet. The patient's presenting rhythm was completely intrinsic around 60 bpm. The representative described that he did not see any evidence of pacing. The rep attempted to distance the interrogation wand from the programmer, and sub-select the device from the implant menu and rebooted the programmer, but interrogation was still unsuccessful.